Event description:
Attorney's report of patient's alleged defective mesh patch which required revision, explant and "a lengthy hospital stay and rehabilitation." Infected mesh and adhesions. Medical records indicate that following implant of mesh, patient developed recurring infections in the mesh, which responded to antibiotics. Patient also developed a recurrent hernia with bowel stuck in. Patient underwent surgery in 2007 and repair of recurrent incarcerated incisional hernia with removal of infected patch and extensive lysis of adhesions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.